Event description:
Upon interrogation of the subject pacemaker on (B)(6) 2015, battery impedance at 4.06 kohm and time to eri at 21 months were reportedly displayed on the programmer screen. Eleven months later, during the follow-up performed on (B)(6) 2016, the elective replacement indicator was reached (battery impedance at 11,72 kohm). The pacemaker replacement procedure was performed on (B)(6) 2016. The subject pacemaker was reportedly disposed at the facility.